Event description:
A malfunction was reported on the customer's pump, displaying malf 16, without any notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to place the pump into storage mode and return it using a provided box and pre-paid label within ten days to avoid charges. A new replacement pump was confirmed for shipment, and the customer was instructed on programming pump settings and connecting their cgm to the replacement pump.